Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided.it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended and is considered off label use. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient's operative records were received. The records indicate the patient was revised to address a failed right and left total hip arthroplasty due to metal induced sensitivity reaction. Upon revision abundant cloudy brown fluid was found in both hips. The patient's metal head was depuy but the liner was competitors product.